Manufacturer narrative:
The complaint investigator's inspection confirmed that one implant was returned with the cover screw attached. There were general signs of usage. There was evidence of dried blood and remnant bone on the implant. No other damage was noted on the implant. The implant length and diameter were measured. Both dimensions conformed to the osseotite® tapered certain® implant 5 x 10mm requirements. The device history record review was completed and no non conformance/CAPA or rework activities were found for this lot that would cause or contribute to the condition reported. All manufacturing requirements were found to be within specification. There were no manufacturing deviations identified which would result in or contribute to this event. This complaint could not be confirmed. (B)(4).

Event description:
The dentist reported that the implant for this event had relocated into the maxillary sinus during the original surgery, requiring retrieval by an oral surgeon two days later. The area was debrided, irrigated and an occlusive membrane was placed. After healing, he plans to do another sinus graft and implant placement.